Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced urinary tract infection and was not using the purewick female external catheter. No additional information provided. It was noted that the patient had been using the products for more than 90 days and purewick accessories replacement kit was replaced on 29apr2021 it was unknown if the purewick female external catheter contributed to the urinary tract infection at this time and medical intervention was unknown. Per follow up on 01nov2021, customer stated that the urinary tract infection was not caused by the use of purewick female external catheter. It was also stated that the doctor prescribed an antibiotic to clear the urinary tract infection, but customer did not know the name of antibiotic.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced urinary tract infection and was not using the purewick female external catheter . No additional information provided. It was noted that the patient had been using the products for more than 90 days and purewick accessories replacement kit was replaced on (B)(6) 2021. It was unknown if the purewick female external catheter contributed to the urinary tract infection at this time and medical intervention was unknown.